Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the suspect product used with the accu-chek mobile system. (B)(6).

Event description:
Reporter stated that patient's blood glucose was tested on the accu-chek mobile system which reported a result of 7.8 mmol/l. Patient's blood glucose was retested, 1 minute later, on an accu-chek compact plus system which produced a result of 3.8 mmol/l. Patient's therapy was not modified based on the result obtained on the mobile system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.